Event description:
It was reported that during a procedure, after the first anchor was successfully fired, the second t was selected and the t could not be successfully fired. The second t was forcibly removed from the excitation gun, and the anchor was pulled and tightening with a push knot cutter. The second t is fixed in the inner base of the meniscus (in the joint cavity), and the suture effect is not achieved. No significant delay was reported. Backup device was available and no patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the delivery needle. Approximately 12 inches of suture was returned, which showed no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.